Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. The fractured tasp component in this complaint was manufactured before the CAPA (B)(4) design modification. The root cause is considered to be a previously addressed design issue. CAPA (B)(4) investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference (B)(4)). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The complaint is considered confirmed as the returned tasp was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while removing the tibial articular surface provisional (tasp), the upper part of the tasp snapped. No adverse events have been reported as a result of the malfunction.